Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device¿s alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the overly power switch to resolve the reported problem. The device passed required performance verification tests per manufacturer's specifications and is back to working condition and fit for use.